Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator had an unresponsive key on the graphic user interface (gui) keypad. The malfunction occurred during pt use. The customer did not provide info regarding the pt outcome. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the graphic user interface (gui) keypad. Covidien was not authorized to service the device.